Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned device revealed that the pod6 had coagulated blood inside its introducer sheath. While attempting to advance the pod6 through a demonstration microcatheter; resistance was encountered as the pod6 was unable to be advanced out of its sheath and into the demonstration microcatheter due to the coagulated blood inside the sheath. The pod6 could not be advanced any further. The root cause of the reported resistance when advancing through the microcatheter could not be determined. Evaluation of the pod8 revealed that the device was able to be advanced through a demonstration microcatheter. The pod8 was advanced through a demonstration microcatheter and out of the distal tip without an issue. Therefore, the root cause of the reported resistance could not be determined. The non-penumbra microcatheter referred to in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod8s and pod6s. During the procedure, the physician felt resistance and was unable to advance a pod8 and a pod6 through a non-penumbra microcatheter, and therefore the pod8 and pod6 were removed. The procedure was then completed using a new pod6 and the same microcatheter. There was no report of an adverse effect to the patient.